Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient's spouse that 17 days post implant of this 21mm bioprosthetic aortic valve, it was explanted and replaced with a 23mm non-medtronic valve.  The reasons for the explant were reported as moderate to severe aortic stenosis and symptomatic calcification. No additional adverse patient effects were reported.